Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the lg prong corroded, the objective gluing missing, and the lg prong top worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.